Event description:
It was reported that the customer received a motor error alarm on the insulin pump while trying to program a bolus. The customer's blood glucose was 163 mg/dl. During troubleshooting, it was found that the insulin pump was not exposed to a strong magnetic field or magnetic resonance imaging machine. The customer was not using the sensor feature on the insulin pump. He was able to rewind the insulin pump and was advised to discontinue use and revert to a back-up plan. Nothing further was reported.